Event description:
It was reported that during a laparoscopic ovarian resection procedure, abdominal air leaked soon. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 07/28/2010. Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.